Manufacturer narrative:
Information added to g4; PMA/510(k)# and combination product.

Event description:
On an unknown date, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced discharge and redness in the stoma area and abdominal pain. A stoma culture reported that there was candida growth in the stoma area. Piperacillin + tazobactam (tazopar) treatment started on (B)(6) 2024.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in turkey underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient experienced discharge and redness in the stoma area and abdominal pain. A stoma culture reported that there was candida growth in the stoma area. Piperacillin + tazobactam (tazopar) treatment started on (B)(6) 2024.